Event description:
It was reported that the pt had undergone a secondary surgical procedure to extend the fusion level from l2-l5 to t11. The rod broke at the left side close to the adjacent area of two different rods. The revision surgery was performed to replace the broken rod. At the revision surgery, it was confirmed that fusion was completed at l2-l5.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.